Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. One unknown atlantis plate and one unknown atlantis screw was used in surgery. Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: hemisected c6-c7 intervertebral disc, central and left sided with left c7 radiculopathy level implanted: c6-c7 procedure: anterior cervical discectomy c6-c7 anterior cervical fusion with cadaver iliac crest bone graft, anterior cervical plating it was reported that on (B)(6) 2003, patient underwent surgery. Post-op, since 2010, patient has multiple complication. Most recently patient has developed swollen muscles in different locations on the body; visible lumps in sub clavicular fossa and other inflammations throughout the body.